Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an epidural hematoma. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.